Event description:
Reportable based on additional information on (B)(4) 2013. It was reported that crossing difficulties occurred. Vascular access was obtained via femoral artery. The non totally occluded, 3x20mm, de novo, concentric target lesion contained a significant bend and was located in the moderately calcified left anterior descending artery (lad). A 20 x 3.50mm taxus liberté was advanced to treat the lesion. However, the device was unable to cross. No patient complications were reported. Patient's status was stable. However, preliminary device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination confirmed the stent had moved distally on the balloon 2mm from the distal edge of the proximal markerband. The stent was damaged throughout. The catheter was returned with the stent protector and product mandrel attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).